Manufacturer narrative:
The customer¿s report of a tubing leak by the spike was confirmed. Visual inspection showed that the drip chamber spike was not inserted fully onto the port spike. Further inspection of the separated components showed no solvent on each of the component's engagements. Functional testing was not performed due to the obvious separation. The root cause of the leak was no solvent having been applied.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a tubing leak by the spike while giving paclitaxel to a patient. There is no report of patient harm.